Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balance middle weight guide wire ((B)(4)/unk), is being filed under a separate MFR#. Evaluation summary: evaluation of the returned otw voyager dilatation catheter noted blood visible on the shaft, balloon, tip and in the guide wire lumen. There was thick contrast in the inflation lumen and in the guide wire lumen. This is consistent with preparation and the catheter at least partially advanced over the guide wire. The balloon was tightly folded. The proximal balloon taper was bunched. There was a bmw universal guide wire returned frozen inside the balloon catheter. There was 13.2 cm of the distal end of the guide wire extending out the tip of the balloon catheter. The proximal shaft of the balloon catheter was bunched for a length of 28.5 cm distal to the distal end of the nose piece. There was a non-abbott stopcock returned attached to the inflation port of the side arm and in the off position. The guide wire was able to be removed from the balloon catheter. There was slight resistance noted while removing the guide wire. The guide wire was returned with blood and thick contrast on the core, polymer coating and on the coils. There were multiple bends in the proximal end of the core for a length of 140 cm. Factors that may contribute to the inability to retract the balloon catheter from the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. An attempt was made to advance a mandrel through the tip and through the sidearm, but the mandrel would not advance past the wrinkled proximal shaft, which did not meet manufacturing criteria. An attempt was made to backload the returned guide wire through the balloon catheter, but the guide wire would not advance past the wrinkled proximal shaft. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. The guide wire was backloaded through a new otw balloon catheter and there was no resistance noted. The guide wire was able to initially advance through the catheter with no resistance noted and there was no damage noted to the catheter during the inspection prior to use. It is possible that the build up of blood and contrast on the guide wire and in the guide wire lumen of the catheter contributed to the resistance during removal, contributing to the shaft bunching; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause could not be determined for the reported difficulty removing the guide wire. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that during an attempt to exchange the guide wire using the balloon catheter, during removal, the guide wire (bmw) became stuck in the balloon lumen. The devices were removed together. There was no clinically significant delay in the procedure due to this product issue. The procedure was completed with new devices. No patient effects were reported. No additional information was provided.